Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a complaint product sample was received from the customer without its original package. The complaint product sample was disinfected according to rqam-326. As the sample was disinfected and prepared for analysis, a leak was found in the left cassette dome. After further inspection, no other problems were found. The complaint product sample was visually inspected according to bom 050-87216a. During the inspection under the microscope, it was observed that the cassette dome was broken. After further inspection, no other issues were found in the remaining components of the set. The reported issue was confirmed during the evaluation. This kind of damage could have the following causes as per risk analysis 509434 rev. U: equipment malfunctioningincorrect parameters operator fail to follow work instruction unqualified operator unclear work instruction cassette with short shots.the device history record did not reveal any issues or problems related to the reported symptom code(s). The event was confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning which occurred in fill 1 of 3. Fluid was seen leaking onto the cart and under the cycler. Fluid was discovered on the external of the cassette. Patient was advised to let the cycler dry out and then use for next treatment. In a follow up, the patient verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient was able to let the cycler dry out and then use it for treatments going forward with no further issues. The cycler set is available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning which occurred in fill 1 of 3. Fluid was seen leaking onto the cart and under the cycler. Fluid was discovered on the external of the cassette. Patient was advised to let the cycler dry out and then use for next treatment. In a follow up, the patient verified the fluid leak event. There was no harm, intervention or adverse event associated with the leak. The patient was able to let the cycler dry out and then use it for treatments going forward with no further issues. The cycler set is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.